Event description:
The technician alleged that there was no nurse call function on the bed after replacing the communication board. No pt impact.

Manufacturer narrative:
Technician found the communication board was turned off. Technical support instructed the technician on how to turn the board back on and this resolve the issue.